Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at their ipg site after they fell. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was repositioned. Post-operatively, the pain subsided and effective therapy was restored.